Event description:
It was reported that customer had low blood glucose of 43 mg/dl and paramedics were called. Customer was hospitalized on march 30, 2015 for four hours. After troubleshooting for low blood glucose, it was found that time on insulin pump was not correct due to customer not adjusting time to daylights savings time. Customer was assisted in programming insulin pump. Customer was advised to follow up with healthcare professional for other programming due to customer having a more active lifestyle. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.